Event description:
An optometrist reported a pt was seen in 2006 complaining of awaking the previous day with hazy vision and slight burning, increasing as day progressed. The pt reported the acuvue oasys lenses being worn were difficult to remove two days before. Pt had been wearing lenses on extended wear schedule. The pt reported those symptoms increased and vision decreased in both eyes. The pt was found to have injection and corneal edema ou. The anterior chamber was deep and quiet. Diagnosis corneal edema, spk secondary to tight fitting lenses. Treatment: pred forte at and erythromycin ointment at bedtime. The pt returned the following day and was found to have diffuse corneal epithelial edema with irregular surface ou, with spk. Continued medication and added voltarin qid and proparacaine prn. On subsequent visits, the pt developed a large abrasion od with sloughing of the epithelium. Treatment: ciba night & day 8.6 0.50 as a bandage lens od. Zymar and cyclogel. At the three day visit, the pt developed an iritis od with 1+ to 2+ cells in the anterior chamber. Pt given 1 drop cyclogyl. Tobradex was added to treatment regime. The next day visit, 2+ to 3+ cells reported seen in the anterior chamber. The pt reported a decrease in pain and the optometrist noted an improvement of the corneal abrasion. Fml prescribed on an decreasing dosage and zymar and tobradex were discontinued. No cells were reported in the anterior chamber 10 days later and the pt was instructed to resume contact lens wear on a daily wear basis with minimum wear. Corneal edema noted to be resolving. Last visit was four days later. The pt's abrasion resolved and the optometrist noted the pt had resolving spk and the pt was instructed to continue fml on a decreasing dosage schedule. The pt was to return to contact lens wear in a competitive daily lens. The optometrist has been contacted for add'l info and as of this report date, the pt has not returned for a follow up exam. No add'l info is available.

Manufacturer narrative:
Device labeling single use or reuse. Product was not available for evaluation.